Event description:
During a lavh procedure, on the fourth firing, the device cut and stapled on one side only. The patient side was stapled properly, but on the specimen side, the staples did not come out. The patient had a small amount of back bleeding, but the surgeon had a new instrument opened to complete the case. No patient consequence.